Event description:
It was reported that (2) er420 were used during a laparoscopic nephrectomy procedure. It was reported by the rep that the surgeon fired an er420 once onto a vessel and it worked correctly. When the new clip advanced into the jaws it shot out of the instrument. The next clip advanced correctly and the surgeon placed it onto the vessel but the next clip advanced and shot out of the instrument multiple times. The surgeon asked for another er420 to be opened. This second device fired correctly two times then also began to shoot the clips out of the jaws. The surgeon asked for the endo stapler that had been used across the renal vein. The scrub tech took the second er420 to the back table and fired it multiple times. The clips shout out of the instrument for the first 2-3 clips then remained in the jaws. It is unknown how the case was completed. There was no consequence to the pt.